Event description:
While priming, no insulin dripped from the end of the infusion set tubing. While attempting to resolve the concern, pt discovered that insulin was leaking from the infusion set tubung. Pt's blood glucose was not affected and no treatment was received. Pt changed to a new infusion set, and resumed normal insulin delivery.